Event description:
It was reported that during a lobectomy procedure, the staples of the acral part and the middle part were malformed. Add'l suture was performed. The device was used as-is with other cartridges and fired as intended. There were no adverse consequences to the pt. The doctor commented that the tissue had not been so thick and it had not had an inflammation.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that one sc60 device was returned with no visual non-conformances and with a fully fired reload present, however, several b-formed staples were found on anvil knife slot and channel. The device was tested for functionality with a test reload and it achieved a complete 3-stroke fire without any difficulties noted. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that prior to reloading the instrument, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. Insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instrument is now reloaded and ready for use. Please reference the instructions for use to add'l instructions. A batch record review was performed and no anomalies were found during the mfg process.